Event description:
It was reported that this previously capped right atrial (ra) lead had an endocarditis with sepsis. Additional information received from the field representative indicates that the patient also had an infection. There were no addltlonal adverse patient effects reported. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).